Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) false positive flu b patient result was obtained, simultaneously with a positive sars-cov-2 result. The user noted the sars-cov-2 test line visually showed a strong positive, while the flu b test line visually showed a weak positive on the test cartridge. Upon repeat testing using genexpert pcr, the patient sample was negative for flu b and positive for sars-cov-2. There were no health impact or consequences reported. Eua(B)(4).

Manufacturer narrative:
The information for the 510k is as follows: g4. PMA/510(k)#: eua(B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9. Device available for evaluation: yes d9. Returned to manufacturer on: 30-sep-2025. H3. Device eval by manufacturer? Yes. Investigation summary: this statement summarizes the investigation results regarding a complaint that alleges false positive when using bd veritor¿ sars-cov-2 and flu a+b assay (material#: 256088), batch number 4305328. The customer reported that they are receiving flu b false positives with patient samples. When tested with veritor, the patient samples return with positives for flu b and sars. When these samples are repeated with pcr testing, the result is sars positive and flu b negative. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, visual inspection of retention samples, and visual inspection of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were found. A photo was received of the kit box, showing the lot information. There were return samples received; these samples were tested and the results were passing and acceptable. The reported issue was not confirmed. A trend analysis for false positive was conducted, no adverse trend was identified. There were no corrective actions taken at this time.

Event description:
It was reported when using the bd veritor¿ system for rapid detection of sars-cov-2 & flu a+b, one (1) false positive flu b patient result was obtained, simultaneously with a positive sars-cov-2 result. The user noted the sars-cov-2 test line visually showed a strong positive, while the flu b test line visually showed a weak positive on the test cartridge. Upon repeat testing using genexpert pcr, the patient sample was negative for flu b and positive for sars-cov-2. There were no health impact or consequences reported. (B)(4).